Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the safety of a jelco® hypodermic needle-pro® edge¿ safety device didn't work, causing the nurse to be stuck by the needle. No permanent injury was reported.

Event description:
The nurse was seen and evaluated in the emergency room. No medical treatment was required. The nurse required additional testing after initial exposure to confirm no conversion of (B)(6).